Event description:
Complaint alleged that the clincians were treating 58 yr old male pt in cardiac arrest. The clnicians applied multi-function electrodes to the pt's "dry and scaly" skin. The complainant indicated that subsequent to the pads being applied, the clinicians performed CPR on the pt. The pt was defibrillated twice (joule settings unk). Upon the administration of each shock, the clinicians observed a yellow glow emanating from under the anterior electrode. The pt subsequently expired, but the complainant indicated that the pt outcome was not a result of the reported malfunction.